Event description:
It was electronically reported by a peritoneal dialysis pt an inability to connect to the first connector. The patient did report a connection was possible at the second connection. There has been no reported ill effect to this patient from this event according to this patients' rn. The patient continues this mode of dialysis as prescribed. A sample is available.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: four sets of 03-2632-2 with lot number 5jr176 were received as companion samples. All 4 are inside of a closed bag. One arterial which was used 03-2632-2 with lot number 5hr238 was received. During the visual analysis, it was noticed that on all 4 samples we received in the closed bags, the male luer injection site was lose and the sampe that was used was missing that same male luer injection site. The reported complaint is confirmed. The root cause could be attributed to insufficient amt of solvent used during the bonding process. A corrective action: qip-05-007 has been opened to address bonding issues globally. Fmc reynosa will continue to monitor occurrences and to implement changes to eliminate this failure mode.